Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence: patient states her hip replacement dislocated eight months after implantation and again ten months after that. Update rec'd 9/29/2014: medical records and x-rays received. Update rec'd 09/29/2014: patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records confirm the patient had depuy implanted at primary. The head and liner are being entered for the dislocations at this time. Update received 9/28/2015. The sales rep has reported the revision surgery. Patient was revised to address concerns with dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.